Manufacturer narrative:
This event occurred during an unspecified date of (B)(6) 2021. Initial reporter address: (B)(6). Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured during filling with fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufacture date: october 20, 2020 - october 21, 2020. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed on the photograph which showed an image of a ruptured bladder. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.